Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, a bravo ph capsule failed to attach. A repeat bravo procedure was performed and the second attempt was successful. There was no harm to the patient. The device operator is an experienced user with over 8 years using this product.

Manufacturer narrative:
It was reported that one bravo ph capsule failed to attach to the patient esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications.